Manufacturer narrative:
10-sep-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via e-mail stated that the brush head for their electric toothbrush kept coming loose. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the brush head for their electric toothbrush kept coming loose. No injury was reported.